Event description:
Reporter stated the customer experienced hyperglycemia of 400 mg/dl and was unable to decrease her blood glucose by delivering insulin through the infusion device. She was in the hospital for a cosmetic treatment at the time of the event. She was able to treat with an insulin pen, and she now believes the insulin delivery of the infusion device is too low. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).